Event description:
It was reported that a patient had trouble with her initial implantable neurostimulator (ins) moving. It was reported that she had the ins for 3 years but had to replace it because the ins moved, the leads broke, and the therapy wasn¿t working anymore. It was stated that this initial implant was in 2001.

Manufacturer narrative:
Product ID: 3550-09, lot# l97193, implanted: ;(B)(6) 2001, explanted: (B)(6) 2006, product type: accessory. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, lot# l97193, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: accessory. Product ID: 3888-33, lot# j0120616v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension.

Event description:
For concomitant information pli 50. The MDR was corrected to include this pli in the system report.